Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information cannot be requested as contact information has not been provided the event of "capsular contracture baker grade unknown " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown and anxiety-product/procedure

Event description:
Patient representative reported "capsular contracture requiring bilateral capsulotomy, removal of breast implants causing soft tissue excesses in the bilateral sub-axillary regions and increased risk of alcl. Patient has not been diagnosed with bia-alcl. This is for the right side. The device has been explanted.